Event description:
Customer reported that a pyxis medstation es system produced visible smoke.customer turned off the station, no further damage reported.patient involvement was not reported.patient or user harm was not reported.

Manufacturer narrative:
Customer reported that a pyxis medstation es system produced visible smoke.customer turned off the station, no further damage reported.patient involvement was not reported.patient or user harm was not reported.this event is recorded in complaint number (B)(4). A field service technician evaluated the device and determined that the drawer's solenoid coil had melted.the field service technician replaced the drawer's solenoid, drawer's interface board and module board.drawer was reconfigured and tested.field service technician confirmed device is operational.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d5, d9, g6, h2, h6, a1, d4, e3. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 18-aug-2020 to 18- aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer solenoid coil was burnt. The field service engineer replaced the drawer's solenoid, interface board and module board to resolve the issue. The drawer was reconfigured and assessed. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system produced visible smoke. Customer turned off the station, no further damage reported. There were no adverse events or injuries reported based on this incident.